Event description:
The hme was changed at 8:00 am on a pt who experienced respiratory distress at 10:30 am. The clinician attempted to "bag" the pt with the hme in line without success. The hme was removed and the pt was then allegedly successfully ventilated with no lasting compromise.